Event description:
The customer reported that during a cysto-prostatectomy procedure, the jaws of the device would not reopen while applied to tissue. The surgeon was able to force the jaws open to remove the device from the tissue, but this resulted in some tissue damage. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.